Event description:
Revision due to continued discomfort. X-rays showed the alignment of the components was acceptable and indicated that discomfort was caused by soft tissue issues.

Manufacturer narrative:
Returned insert is currently undergoing engineering eval.